Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blockage at tubing on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information available.